Event description:
Customer alleged the chair is bending. Qt #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - RMA (B)(4) has been initiated for this issue. Model 6795, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1118394 rev b (feb-04) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the 6795 shower commode chair is allegedly bending after only 3 weeks of use. The dealer did not state where the chair was bending. Quote #(B)(4) has been issued for a replacement. The damaged product is to be returned to invacare for an inspection and evaluation.